Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon shift and rupture occurred. The 80% stenosed lesion was located in the mildly tortuous left cephalic vein. After placing the guide wire, the small peripheral cutting balloon was placed. When the attempt was made to dilate the lesion by inflating the balloon to less than 6 atms, the balloon shifted. The amount of shift is unknown. When another attempt was made to inflate the balloon following adjustment of the balloon, it was noted that the small peripheral cutting balloon had ruptured. The procedure was then completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Manufacturer narrative:
(B) (4).